Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The exact patient weight is unknown, but she was reported to be "very overweight". The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a mid urethral trans obturator sling placement procedure performed on (B)(6) 2017. According to the complainant, during procedure, when the physician cut the sleeve and the leader loop, the mesh retracted back into the patient very quickly, and a part of the leader loop could not be located and presumably remained inside the patient. The physician was comfortable with this as it was reportedly a very small piece. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.